Manufacturer narrative:
Investigation results completed on a smiths medical cadd medfusion 3500 pump. Device physical condition was found with a crack on the battery door and plunger cases. The event log verified alarm along with the duplicating testing, however the cause is believed to be isolated damaged broken force sensor which is believed to be related to using harsh cleaning detergent solution, which is contradicted. The complaint is considered damaged from customer usage. Actions were taken to restore and rebuild the device by replacing sensor and plunger cable. Replaced counterfeit top case. Replaced worm coupling, worm gear, motor mount, leadscrew and right and left clutch halves due to excessive white grease. Replaced cracked right and left plunger cases and battery door. Installed missing lcd spacers. Installed cable guard per eco 12-0097. Cleaned, greased and calibrated the device, performed power up process, occlusion test and all functional tests passed.

Event description:
Information received a smiths medical product medfusion 3500 pump alarmed force sensor error and cracked case. No adverse patient events were reported with incident.